Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. The returned pump was interrogated and as per the logs, dilaudid with concentration 10.0 mg/ml was being administered at a dose rate of 6.992 mg/day as of 2011-apr-22. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s pump was returned from an unknown source with no further information provided.